Manufacturer narrative:
An investigation was performed in response to a complaint of error 2015 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) was not able to reproduce the complaint because the instrument was running when the fse arrived and the error did not occur during the visit. The issue was resolved by replacing the bf waste valve sv402 which is most likely the cause of the error. The instrument was validated by performing quality control (qc). The part will be returned to instrument service center (isc) for evaluation. In conclusion, this investigation confirmed a failure of the bf waste valve. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [2015] error message: bfprobe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department.

Event description:
Customer reported an error 2015, bf probe purge failure on the aia-360 analyzer. Customer had rebooted the analyzer and the error returned. This is a reportable event based on delay in reporting of patient results for intact para thyroid hormone (ipth).

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) , which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.